Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported her infusion set is leaking insulin and her blood glucose levels have been erratic since beginning use of this box. There are also air bubbles in the infusion tubing. She stated that her blood glucose has measured "hi" on her blood glucose monitor 5 times in the past couple of weeks. She changed the infusion tubing every 2 days and the infusion site every 2-3 days. She has injected insulin via pen to lower her blood glucose. Her normal blood glucose level is 15 mmol/l (270 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.